Manufacturer narrative:
Weight: (B)(6). Device evaluated by MFR: the device was not received for analysis; however, photos of the implanted stent was provided and reviewed. The photos show a section at the distal end of the stent that appears to have damage. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent break occurred. The target lesion was located in the left superficial femoral artery. In (B)(6) 2013, a 5mmx101mmx120cm epic stent was implanted to treat the lesion. Recently, the implanted stent was noted to be broken. No patient complications were reported.